Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold causing intermittent capture. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.